Manufacturer narrative:
Report source: (B)(6). Device manufactured between: november 12-13, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the nurse checked the bladder of a small volume intermate during a patient infusion, it still appeared fully inflated and very little, if any, drug had infused. The intermate was filled with piperacillin/tazobactam, 4250mg in 0.9% sodium chloride, 100 ml. There was no patient injury or medical intervention associated with this event. No additional information is available.